Manufacturer narrative:
Pending investigation. D10: (B)(6), 02-012-45-4040 - lgc tibial fit tray cem sz 4f / 4t. (B)(6), 02-010-03-0340 - logic cr femoral cem, right, sz 4. (B)(6), 200-02-35 - three peg patella 35mm. H7: z-0021-2022.

Event description:
As reported, the patient had an initial right tka on (B)(6) 2018. The patient returned to the surgeon's office with complaints of pain, swelling, instability, and dissatisfaction with their tka. The patient has a recalled implant. Upon examination, the patient was scheduled to have a revision tka possible poly swap vs. Full revision. The patient was revised on (B)(6) 2023. The patient underwent a poly tibial insert swap with exactech, and a patella implant swap using a competitors device. The exactech rep forgot to reset the pan with the patella drill, so the competitor company had a patella pan available and an implant available that was used. There was no reported breakage of a device or surgical delay/prolongation. The patient was last known to be in stable condition following the event.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated/corrected: h6. MDR section codes updated/corrected: a, b, c, d, e, g. The reason for the revision reported cannot be confirmed from the information provided but may be the result of prosthesis wear and instability or due to inclusion of the polyethylene in the packaging recall. Potential contributions of user and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and images, radiographs, and relevant clinical information were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.